Event description:
During a ptca procedure in the mid right coronary artery the physician inflated, then deflated the balloon as the balloon was moved from the distal end of the calcified lesion to the proximal end of the lesion. During the third deflation and retraction the balloon became fixed in the lesion and could not be retracted. With force the physician pulled the balloon catheter and guidewire out of the vessel. A dissection was observed and four stents were deployed for treatment. No other interventions or patient complications were reported. The status of the patient is fine post procedure.